Event description:
The end user reported that the starter hole was off centered by 3mm. The product was not used by patient. No photo is available at this time.

Manufacturer narrative:
Complainant country: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number (B)(4).

Event description:
To date no additional patient or event details have been received.